Event description:
Bayer case number: (B)(4) pelvic pain [pelvic pain female] , heaviness [sensation of heaviness] , itching [itching] , recurring mycosis [mycosis] , tiredness [tiredness] , rhinitis [rhinitis] , depression [depression] , toxic hepatitis [hepatitis toxic] , weight gain [weight gain] , numerous otorhinolaryngological infections [ear, nose and throat infection] , pneumonia [pneumonia] , asthma [asthma] , urinary tract infection [urinary tract infection] , overactive bladder [overactive bladder] , urticaria [urticaria] , significant hair loss [hair loss] , dry skin [dry skin] , dry eyes [dry eyes] , migraines [migraine] , chronic tiredness [tiredness] , tachycardia [tachycardia] , loss of libido [loss of libido] , painful and now impossible intercourse [painful intercourse] , toothache [toothache] , receding gums [gum recession] , gastric reflux [gastrooesophageal reflux] , significant abdominal pain [abdominal pain] , bloating [bloating] , blurred vision despite good correction and twice-yearly ophthalmological follow-up [blurred vision] , ocular migraines [ophthalmic migraine] , vitreous detachment [vitreous detachment] , chronic joint pain [chronic arthralgia] , muscle pain [muscle pain], nerve pain [nerve pain] , balance disorder [balance disorder] , memory disorders [memory disturbance] , fibromyalgia [fibromyalgia] , severe tiredness [fatigue extreme] , plantar fasciitis [plantar fasciitis] , balance disorder [balance disorder] , dizziness [dizziness] , cognitive disorder [cognitive disorder] , speech difficulties [speech disorder] , attention deficit disorder [attention deficit disorder] , spontaneous recurrent tendinitis throughout the body [tendinitis] , heavy legs [heaviness in limbs] , swollen legs [swelling of legs] , sensitivity to cold [cold intolerance] , bloating [bloating] , chronic constipation [constipation chronic] , the result has been a very significant impact on my daily life [activities of daily living impaired] , loss of confidence [loss of confidence] , I've had a known allergy since childhood which was a contraindication to the insertion [medical device monitoring error] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 17-feb-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 35-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("I've had a known allergy since childhood which was a contraindication to the insertion"). The patient had a medical history of allergy to metals. On (B)(6) 2013, the patient had essure inserted. In 2013 she experienced pelvic pain (seriousness criterion intervention required), discomfort ("heaviness"), pruritus ("itching"), fungal infection ("recurring mycosis"), a first episode of tiredness ("tiredness") and rhinitis ("rhinitis"). In 2014 she experienced depression ("depression"), hepatitis toxic ("toxic hepatitis"), ear, nose and throat infection ("numerous otorhinolaryngological infections"), pneumonia ("pneumonia"), asthma ("asthma"), urinary tract infection ("urinary tract infection"), hypertonic bladder ("overactive bladder"), urticaria ("urticaria"), alopecia ("significant hair loss"), dry skin (" dry skin"), dry eye ("dry eyes"), migraine ("migraines"), a second episode of tiredness ("chronic tiredness"), tachycardia ("tachycardia"), loss of libido ("loss of libido"), dyspareunia ("painful and now impossible intercourse"), toothache ("toothache"), gingival recession ("receding gums"), gastrooesophageal reflux disease ("gastric reflux"), abdominal pain ("significant abdominal pain"), a first episode of abdominal distension ("bloating"), vision blurred ("blurred vision despite good correction and twice-yearly ophthalmological follow-up"), ophthalmic migraine ("ocular migraines"), arthralgia ("chronic joint pain"), myalgia ("muscle pain"), a first episode of balance disorder ("balance disorder"), memory impairment ("memory disorders"), attention deficit hyperactivity disorder ("attention deficit disorder"), tendonitis ("spontaneous recurrent tendinitis throughout the body"), limb discomfort ("heavy legs"), peripheral swelling ("swollen legs"), temperature intolerance ("sensitivity to cold"), a second episode of abdominal distension ("bloating") and constipation ("chronic constipation") and was found to have weight increased ("weight gain"). In 2016 she experienced vitreous detachment ("vitreous detachment") and neuralgia ("nerve pain"). Essure was removed on (B)(6) 2019. On unknown date she experienced fibromyalgia ("fibromyalgia"), fatigue extreme ("severe tiredness"), plantar fasciitis ("plantar fasciitis"), a second episode of balance disorder ("balance disorder"), dizziness ("dizziness"), cognitive disorder ("cognitive disorder"), speech disorder ("speech difficulties"), loss of personal independence in daily activities ("the result has been a very significant impact on my daily life") and psychiatric symptom ("loss of confidence"). The patient was treated with surgery (to remove essure). At the time of the report, the pelvic pain, discomfort, pruritus, fungal infection, latest episode of tiredness, rhinitis, depression, hepatitis toxic, weight increased, ear, nose and throat infection, pneumonia, urinary tract infection, hypertonic bladder, urticaria, alopecia, dry skin, dry eye, migraine, tachycardia, loss of libido, dyspareunia, toothache, gingival recession, gastrooesophageal reflux disease, abdominal pain, latest episode of abdominal distension, vision blurred, ophthalmic migraine, vitreous detachment, arthralgia, myalgia, neuralgia, latest episode of balance disorder, memory impairment, fibromyalgia, fatigue extreme, plantar fasciitis, dizziness, cognitive disorder, speech disorder, attention deficit hyperactivity disorder, tendonitis, limb discomfort, peripheral swelling, temperature intolerance, constipation, loss of personal independence in daily activities and psychiatric symptom had not resolved. The outcome of asthma was unknown. The reporter considered the first episode of abdominal distension, the second episode of abdominal distension, abdominal pain, alopecia, arthralgia, asthma, attention deficit hyperactivity disorder, the first episode of balance disorder, the second episode of balance disorder, cognitive disorder, constipation, depression, discomfort, dizziness, dry eye, dry skin, dyspareunia, ear, nose and throat infection, the first episode of tiredness, the second episode of tiredness, fatigue extreme, fibromyalgia, fungal infection, gastrooesophageal reflux disease, gingival recession, hepatitis toxic, hypertonic bladder, limb discomfort, loss of libido, loss of personal independence in daily activities, memory impairment, migraine, myalgia, neuralgia, ophthalmic migraine, pelvic pain, peripheral swelling, plantar fasciitis, pneumonia, pruritus, psychiatric symptom, rhinitis, speech disorder, tachycardia, temperature intolerance, tendonitis, toothache, urinary tract infection, urticaria, vision blurred, vitreous detachment and weight increased to be related to essure administration. The reporter commented: symptoms began a few months after insertion in 2013, but there was a diagnostic error for 10 years... Symptoms were still present after removal in 2019. The gynaecologist suggested essure because it was easy to insert naturally, but there was no explanation about its composition (it contains many metals, including nickel (I've had a known allergy since childhood!), which was a contraindication to the insertion! Essure implants were inserted via hysteroscopy on (B)(6) 2013. The first symptoms appeared a few weeks after the procedure, followed by medical wandering for about ten years. Symptoms were not recognized, and a precarious state of health persists (more than six years after removal) without any treatment solution or recognition as a victim of a toxic class 3 implantable medical device. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] , heaviness [sensation of heaviness] , itching [itching] , recurring mycosis [mycosis] , tiredness [tiredness] , rhinitis [rhinitis] , depression [depression] , toxic hepatitis [hepatitis toxic] , weight gain [weight gain] , numerous otorhinolaryngological infections [ear, nose and throat infection] , pneumonia [pneumonia] , asthma [asthma] , urinary tract infection [urinary tract infection] , overactive bladder [overactive bladder] , urticaria [urticaria] , significant hair loss [hair loss] , dry skin [dry skin] , dry eyes [dry eyes] , migraines [migraine] , chronic tiredness [tiredness] , tachycardia [tachycardia], loss of libido [loss of libido], painful and now impossible intercourse [painful intercourse], toothache [toothache] , receding gums [gum recession] , gastric reflux [gastrooesophageal reflux] , significant abdominal pain [abdominal pain] , bloating [bloating] , blurred vision despite good correction and twice-yearly ophthalmological follow-up [blurred vision] , ocular migraines [ophthalmic migraine] , vitreous detachment [vitreous detachment] , chronic joint pain [chronic arthralgia] , muscle pain [muscle pain] , nerve pain [nerve pain] , balance disorder [balance disorder] , memory disorders [memory disturbance] , fibromyalgia [fibromyalgia] , severe tiredness [fatigue extreme] , plantar fasciitis [plantar fasciitis] , balance disorder [balance disorder] , dizziness [dizziness] , cognitive disorder [cognitive disorder] , speech difficulties [speech disorder] , attention deficit disorder [attention deficit disorder] , spontaneous recurrent tendinitis throughout the body [tendinitis] , heavy legs [heaviness in limbs] , swollen legs [swelling of legs] , sensitivity to cold [cold intolerance] , bloating [bloating] , chronic constipation [constipation chronic] , the result has been a very significant impact on my daily life [activities of daily living impaired] , loss of confidence [loss of confidence] , I've had a known allergy since childhood which was a contraindication to the insertion [medical device monitoring error] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 17-feb-2026. The most recent information was received on 25-feb-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 35 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("I've had a known allergy since childhood which was a contraindication to the insertion"). The patient had a medical history of allergy to metals. On (B)(6) 2013, the patient had essure inserted. In 2013 she experienced pelvic pain (seriousness criterion intervention required), discomfort ("heaviness"), pruritus ("itching"), fungal infection ("recurring mycosis"), a first episode of tiredness ("tiredness") and rhinitis ("rhinitis"). In 2014 she experienced depression ("depression"), hepatitis toxic ("toxic hepatitis"), ear, nose and throat infection ("numerous otorhinolaryngological infections"), pneumonia ("pneumonia"), asthma ("asthma"), urinary tract infection ("urinary tract infection"), hypertonic bladder ("overactive bladder"), urticaria ("urticaria"), alopecia ("significant hair loss"), dry skin (" dry skin"), dry eye ("dry eyes"), migraine ("migraines"), a second episode of tiredness ("chronic tiredness"), tachycardia ("tachycardia"), loss of libido ("loss of libido"), dyspareunia ("painful and now impossible intercourse"), toothache ("toothache"), gingival recession ("receding gums"), gastrooesophageal reflux disease ("gastric reflux"), abdominal pain ("significant abdominal pain"), a first episode of abdominal distension ("bloating"), vision blurred ("blurred vision despite good correction and twice-yearly ophthalmological follow-up"), ophthalmic migraine ("ocular migraines"), arthralgia ("chronic joint pain"), myalgia ("muscle pain"), a first episode of balance disorder ("balance disorder"), memory impairment ("memory disorders"), attention deficit hyperactivity disorder ("attention deficit disorder"), tendonitis ("spontaneous recurrent tendinitis throughout the body"), limb discomfort ("heavy legs"), peripheral swelling ("swollen legs"), temperature intolerance ("sensitivity to cold"), a second episode of abdominal distension ("bloating") and constipation ("chronic constipation") and was found to have weight increased ("weight gain"). In 2016 she experienced vitreous detachment ("vitreous detachment") and neuralgia ("nerve pain"). Essure was removed on (B)(6) 2019. On unknown date she experienced fibromyalgia ("fibromyalgia"), fatigue extreme ("severe tiredness"), plantar fasciitis ("plantar fasciitis"), a second episode of balance disorder ("balance disorder"), dizziness ("dizziness"), cognitive disorder ("cognitive disorder"), speech disorder ("speech difficulties"), loss of personal independence in daily activities ("the result has been a very significant impact on my daily life") and psychiatric symptom ("loss of confidence"). The patient was treated with surgery (to remove essure). At the time of the report, the pelvic pain, discomfort, pruritus, fungal infection, latest episode of tiredness, rhinitis, depression, hepatitis toxic, weight increased, ear, nose and throat infection, pneumonia, urinary tract infection, hypertonic bladder, urticaria, alopecia, dry skin, dry eye, migraine, tachycardia, loss of libido, dyspareunia, toothache, gingival recession, gastrooesophageal reflux disease, abdominal pain, latest episode of abdominal distension, vision blurred, ophthalmic migraine, vitreous detachment, arthralgia, myalgia, neuralgia, latest episode of balance disorder, memory impairment, fibromyalgia, fatigue extreme, plantar fasciitis, dizziness, cognitive disorder, speech disorder, attention deficit hyperactivity disorder, tendonitis, limb discomfort, peripheral swelling, temperature intolerance, constipation, loss of personal independence in daily activities and psychiatric symptom had not resolved. The outcome of asthma was unknown. The reporter considered the first episode of abdominal distension, the second episode of abdominal distension, abdominal pain, alopecia, arthralgia, asthma, attention deficit hyperactivity disorder, the first episode of balance disorder, the second episode of balance disorder, cognitive disorder, constipation, depression, discomfort, dizziness, dry eye, dry skin, dyspareunia, ear, nose and throat infection, the first episode of tiredness, the second episode of tiredness, fatigue extreme, fibromyalgia, fungal infection, gastrooesophageal reflux disease, gingival recession, hepatitis toxic, hypertonic bladder, limb discomfort, loss of libido, loss of personal independence in daily activities, memory impairment, migraine, myalgia, neuralgia, ophthalmic migraine, pelvic pain, peripheral swelling, plantar fasciitis, pneumonia, pruritus, psychiatric symptom, rhinitis, speech disorder, tachycardia, temperature intolerance, tendonitis, toothache, urinary tract infection, urticaria, vision blurred, vitreous detachment and weight increased to be related to essure administration. The reporter commented: symptoms began a few months after insertion in 2013, but there was a diagnostic error for 10 years... Symptoms were still present after removal in 2019. The gynaecologist suggested essure because it was easy to insert naturally, but there was no explanation about its composition (it contains many metals, including nickel (I've had a known allergy since childhood!), which was a contraindication to the insertion! Essure implants were inserted via hysteroscopy on (B)(6) 2013. The first symptoms appeared a few weeks after the procedure, followed by medical wandering for about ten years. Symptoms were not recognized, and a precarious state of health persists (more than six years after removal) without any treatment solution or recognition as a victim of a toxic class 3 implantable medical device. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-feb-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.